Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. This appeared in the area of the biopsy while firing at 78%, 100%, and 128%. There were no patient complications reported in relation to this event.